Event description:
(B)(4). Doctor told new that essure was the best thing and I wouldn't have to have surgery scars. Since this device was implanted, I've got bell's palsy (no found issues of why I got it), sharp pelvic pains, odor, incontinence, urinary tract infections, abdominal muscle spasms, lower back pain, joint pain, chest pain ( had mild heart attack), leg and hip pain, bloating, heartburn, high blood pressure ( on meds now for it), vitamin d2 deficiency (now taking meds), thyroid, swelling of legs and feet, mood swings, depression (was on meds for it), weight gain ( gained at least (B)(6) pounds), and muscle spasms in my hands. All this started after I've got essure.